Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's fiance reported via phone call that the customer was hospitalized for a no delivery alarm and a bent cannula. The caller reported the customer was hospitalized on (B)(6) 2015 with a blood glucose over 500 mg/dl. The caller stated the customer experienced nausea and vomiting prior. The cause of the hospitalization was unknown at the time of the call. The caller was also unable to confirm if the customer was wearing the insulin pump at the time of hospitalization. Troubleshooting was not completed for the insulin pump. The caller declined to return the insulin pump for analysis.